Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus) due to a pinhole on the neck of the balloon . The aus balloon was removed and replaced with a new one. No further issues were reported in relation to this event. The product was explanted and expected to be returned. A supplemental report will be filed after the product has been returned and product analysis has been completed.